Manufacturer narrative:
Approximate age of device- 4 years, 2 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported on (B)(6) 2019 that the patient experienced elevated flow and power events with no distinguished alarms on (B)(6) 2019. Tech services confirmed intermittent power and flow elevations on the reported date through (B)(6) 2019. Tech services indicated that the power and flow were trending upward while the pulsatility index was trending downward. On (B)(6) 2019 the patient was reportedly given heparin to combat symptoms related to pump thrombus. On (B)(6) 2019, a transthoracic echocardiogram (tte) was conducted and presented the possibility of thrombus. Following the tte, on (B)(6) 2019, the patient underwent surgery for a pump exchange. The pump was returned to the manufacturer. No further information was reported.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported elevations in pump power were confirmed through the evaluation of the submitted system controller log file; however, a specific cause for the elevated power values could not be conclusively determined through this evaluation. The evaluation of the returned device did not confirm the report of possible pump thrombosis at the inflow of the lvad or the presence of thrombus in any other location of the device. No device-related issues were discovered during the evaluation of the pump. The submitted system controller log file contained data from 25dec2018 ¿ 05jan2019 and showed the pump operating at the fixed speed of 8400 rpm with a low speed limit of 8000 rpm for the duration of the log file. From the beginning of the log through timestamp (B)(6) 2019 2:41 pm, pump power and estimated flow remained stable, respectively. Following this timestamp through the end of the log file, pump power and estimated flow were noted to be consistently elevated, respectively. Throughout this time frame, ¿flow estimator high limit exceeded¿ and ¿blank flow display¿ flags were active, which is consistent with the reported flow readings of ¿+++¿. Moreover, reduced average pi values were observed during the elevated pump power/estimated flow values, compared to the higher pi values observed prior to (B)(6) 2019. Despite the observed changes in pump parameters, no atypical alarms or events were captured and the pump speed remained above the low speed limit for the duration of the log file. Based on previous complaint experience, an upward trend in pump power and estimated flow values coupled with a downward trend in average pi values over time could be indicative of potential device thrombosis; however, the evaluation of the returned device did not identify the presence of thrombus or a potential cause for the captured changes in pump parameters. The pump was returned assembled with the sealed inflow conduit (inlet tube, inlet conduit flex section, and inlet elbow) attached to the pump¿s inlet port. The outlet elbow was returned attached to the pump¿s outlet port. The outflow graft attachment was returned attached to the outlet elbow and the bend relief attachment clip was returned detached from the graft attachment. Both the sealed outflow graft and sealed outflow bend relief were severed adjacent to their hardware and the severed portions of the outflow graft and bend relief material were not returned. The sealed outflow bend relief collar was returned detached from the outflow graft and bend relief hardware. Visual examination of the blood-contacting surfaces of the sealed inflow conduit revealed no depositions or thrombus formations that would have contributed to a functional issue. Only a normal, thin layer of white tissue ingrowth was noted at the proximal edge of the inlet tube, which was strongly adhered to the textured blood-contacting surface and was minimally obstructive to the blood flow path. Examination of the returned portion of the sealed outflow conduit revealed no evidence of depositions or thrombus formations. Upon disassembly of the device, examination of the pump¿s blood contacting surfaces also revealed no evidence of depositions or thrombus formations. The inflow graft material showed no evidence of distortion such as twisting or kinking. Microscopic inspection of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portions of the driveline did not reveal any wire discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values and the pump operated as intended. The heartmate ii lvas IFU lists device thrombosis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
D7: corrected information.